Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and was coiled up in the device pocket. The lead was programmed off and subsequently explanted and replaced. No patient complications have been reported as a result of this event.